Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5198358), being used with the complaint receiver, was returned on 12/02/2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.